Event description:
It was reported that the patient experienced uncomfortable stimulation (noted as a "stabbing sensation") in the lumbar area where the implantable neurostimulator (ins) was located. Fluoroscopic imaging showed the left lead had migrated 1 vertebral body caudally and the right lead 2 electrode spaces caudally. Reprogramming was performed on (B)(6), 2010. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3776-45 (B)(4) implanted: 2010(B)(6) explanted: na; lead model 3776-45 (B)(4) implanted: 2010(B)(6) explanted: na; recharger model 37754 (B)(4); programmer model 37744 (B)(4); extension model 3708140 (B)(4) implanted: 2010(B)(6) explanted: na; extension model 3708140 (B)(4) implanted: 2010(B)(6) explanted: na. This device was being used in a clinical trial noted as (B)(4).

Event description:
Additional information received reported that the patient believed the trial result was better than the implant results and she had thought about a replacement even though she was far more functional than before surgery.